Event description:
New information notes that the lead was capped due to oversensing.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during a normal generator change for eri on (B)(6) 2019, upon interrogation, noise on the rv lead noise was observed. The physician decided to cap the lead and replace it with a new rv lead. The patient was stable.